Event description:
A homecare provider stated that their pt informed them that there was a burning smell coming from their hc604 CPAP humidifier and that the unit started to spark where the powercord connects to the unit. No pt injury was reported.

Manufacturer narrative:
The device is on route to the MFR for investigation. No conclusion can be made at this time. Further info will be provided in a follow-up.